Manufacturer narrative:
E3: occupation: coordinator. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the 7fr pinnacle was inserted into the patients right jugular vein on (B)(6) 2023 and was then removed in the cath lab on (B)(6) 2023. When they were removing the dressing off of the patient/pinnacle sheath they noticed the side arm of the sheath was no longer connected to the sheath. There was a pacemaker wire in the sheath, this was blocking flow out of the sheath, preventing any blood loss. The patient was stable. There was no blood loss. The reported event did not result in patient injury and/or require medical or surgical intervention.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One 7fr ik sheath was returned to terumo medical corporation for assessment. The sample was subject to visual analysis. The side tube is separated 1.4cm from the sheath hub. The complaint can be confirmed for side tube separation. The exact root cause cannot be determined. The likely root cause is the extended use of the sheath combined with patient movement led to the side tube separation. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).